Event description:
It was reported that a ball tip screw driver had a broken tip. This did not occur during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the device was received with the 8mm hex ball tip of the driver is broken off and missing. The driver shaft is clearly 10 degrees bent from applying considerable leverage force during use to cause such a result. The broken off 4mm hex tip was not returned. The 4mm hex driver is routinely used as an important tool when fastening the cannulated connecting screw to the insertion handle for and during ex-tibial nail procedures per the technique guide. The confirmed condition of the driver was the result of forces applied to the device for which it is not designed or recommended and has resulted in this complaint. The drawing was reviewed and determined to be suitable for the intended vintage design, application and dimensional conformity when used as recommended. The method of use for this device has resulted in this confirmed complaint which is not the result of a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncr's were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.